Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. Customer was unable to troubleshoot and it was stated that the customer had changed the infusion set a couple of times. Blood glucose was 230 mg/dl. Nothing further reported.